Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer was reported via phone call that, the customer spent couple of days in the hospital for diabetes ketoacidosis with high blood glucose of the 491 mg/dl. The customer stated that she has been changing the battery a lot for the last few days and had a no delivery alarm the other week and it did not alert. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.